Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, fsr onsite and pending log files for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with bellavista 1000 us with report of blower temperature was high during patient use. The customer confirmed that there was no patient harm and ventilation continued, and eventually removed from the patient and replaced with another vent.

Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned for investigation. However, log file analysis revealed that alarm 241 "temperature of blower high" has been triggered multiple times. As per (B)(4), issue was resolved after performing the filter maintenance. The root cause was found to be a user fault - lack of maintenance or filter exchange. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.